Event description:
This procedure was performed in (B)(6): during pta on a strongly calcified lesion the powercross balloon burst circularly and the front tip with the balloon remained in the vessel. It could not be recovered. The powercross was positioned over a guide wire and inflated to nominal pressure before it burst. The tip of the balloon was not retrieved.

Manufacturer narrative:
A review of the device history records for this device was conducted.